Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8130927, medical device expiration date: 2021-04-30, device manufacture date: 2018-05-10. Medical device lot #: 8117509, medical device expiration date: 2021-03-31, device manufacture date: 2018-04-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the rubber stopper from where the needle is pulled from and was not filling into the extension tubing of the bd nexiva¿ closed IV catheter system during use, there was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns that were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that blood leaked past the rubber stopper from where the needle is pulled from and was not filling into the extension tubing of the bd nexiva closed IV catheter system during use, there was no report of exposure, injury, or medical intervention.